Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl. The indications for use were non-malignant pain and other non-malignant pain. The patient reported left shoulder pain and severe right hip pain. The patient reported having physical therapy (pt), exercises and "dry needling" all of which made things worse. The patient reported she was now in severe pain. The patient had episodes of nerve pain shooting down the back of her leg to her groin. The patient was randomly falling down as her hip would just ¿give out.¿ the patient had an MRI of her shoulder, and it was partially open (semi-open). Her abdomen became warm, so the MRI was stopped. The patient had multiple joint issues. The patient was also working with an orthopedic physician. The patient was also receiving dilaudid 6mg and ketamine for pain management in the emergency room. The patient¿s prednisone dose had also been increased to 60mg/day. The situation was being addressed by the health care provider (hcp). The patient would see the physician on (B)(6) 2016. It was noted that the patient was having a ¿physician problem.¿ the patient was having severe hip pain and needed to have an MRI. The patient was being treated for left shoulder issues and right hip pain. The hip pain started in (B)(6) 2016. The catheter tip was t11-12.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.